Event description:
During prime, the prms on the bioconsole external drive increased to 3500 rpm. Turning the bioconsole off and on again did not resolve the problem. The external drive was replaced with no reported consequence to the pt.